Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Concomitant medical products - z.s.g.m. Cutter 1.5:1 ratio caution: sharp. Part no.: 00770301500, serial no.: (B)(4). Initial reporter- (B)(6).

Event description:
It was reported that the skin graft was split in half. Meshing board broke in half. Event occurred during surgery and an additional graft was not needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet australia on (B)(6)2019 revealed that the pre-tests could not be performed due to the comb being damaged; there were flat spots along the bottom surface. The roller was worn on the inside edge. The side plates were worn on the inside edge due to the roller. The shoulder bolts, washers, and nuts needed replaced. The 1.5:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on (B)(6)2019 which included replacement of the side plates, roller, bearings, washers, shoulder bolts, cap nuts, comb, and screws. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the damaged comb and cutter. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the side plates, roller, bearings, washers, shoulder bolts, cap nuts, comb, and screws were replaced. The zimmer skin graft mesher instruction manual notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. It also states that the zimmer skin graft mesher should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information available.